Event description:
A peritoneal dialysis patient reported contracting peritonitis following a colonoscopy. A follow up call was made to the patient's peritoneal dialysis nurse who provided medical records which showed that on (B)(6) 2015, the patient was seen at the dialysis clinic with cloudy effluent and abdominal pain. Patient stated he had a colonoscopy on (B)(6) 2015. During his (B)(6) 2015 clinic visit, the patient had no complaints. However, the patient stated the symptoms began on(B)(6) 2015. Patient stated he was not draining well the previous couple of days and had an increased fluid weight gain. Patient also complained of constipation since his colonoscopy. Peritoneal dialysis fluid culture was sent out and the patient was administered intraperitoneal antibiotics with instructions to return for additional antibiotics. On (B)(6) 2015, the patient was seen at the dialysis clinic for a follow-up of peritonitis. His antibiotics were changed from intraperitoneal cefazolin to intraperitoneal cefepime. His abdominal pain had subsided, completely and he continued to feel well with no further draining issues.

Manufacturer narrative:
Based on medical record information it appears that on (B)(6) 2015, the patient presented to the peritoneal dialysis clinic with symptoms of peritonitis. Patient did not exhibit symptoms until after (B)(6) 2015. The peritoneal dialysis fluid culture revealed the patient had peritonitis. Patient was prescribed antibiotics and symptoms improved. Re-training was performed by the peritoneal dialysis registered nurse. According to the patient, he contracted peritonitis on (B)(6) 2015 at the hospital after a colonoscopy. The allegation is not confirmed but, the patient did state he was constipated after his colonoscopy. There was no documentation in the medical record that indicated a causal relationship between the patient's liberty cycler and his diagnosis of peritonitis.

Manufacturer narrative:
Device review. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a device history record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found three lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.